Event description:
Pericardial tissue heart valve was implanted. At end of procedure it was noted that valve did not close and was extracted. Resulted in prolonged surgery and anesthesia. Pt had not yet come off bypass & chest was still opened. Leakage/lack of complete closure noted on tee. Per physician-he reported difficulty placing the valve, but will approach a follow-up report on the valve evaluation.